Event description:
It was reported that the patient had a lead integrity alert for oversensing and noise. The device connectors and the lead were checked since this was a recent implant, but no abnormalities were found. The physician decided to replace the device. Therefore the device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. (B)(4).